Manufacturer narrative:
90882082-01a genesys hta dfu 2.3.3 cautions advise the user to "confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent thermal injury, and to provide visibility of the cervix. The temperature of the sheath at this location could be up to 65°c". The procedure set was disposed of after the procedure. Physical product examination is not possible.

Event description:
During the procedure a fluid loss alarm was declared 3 minutes into the ablation cycle. Doctor did not see any evidence fluid leak. After the third alarm doctor chose to abort the procedure. Doctor noticed one small area of unintended thermal effect on posterior vaginal mucosa, which was treated with vaginal cream (exact brand unknown) and a similar size area on perineum, which was treated topically with silvadene cream. Patient discharged the same day.